Manufacturer narrative:
Per the t:slim x2 user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not turn on the carbohydrate ratio settings on the pump. Customer's blood glucose level ranged from 198 to 300 mg/dl. Customer technical support guided the customer in correcting the carbohydrate ratio settings.